Event description:
It was reported that after pre-dilatation was performed, a 2.5x23 promus rx drug eluting stent was implanted in a distal chronic total occlusion and a non-abbott drug-eluting stent was implanted in a proximal total occlusion, both in the left anterior descending artery, in the first diagonal branch, but both stents were not fully apposed. Post-dilatation was performed without issues, using a 2.5x20 non-abbott dilatation balloon catheter. Ten hours post-procedure, the patient experienced angina, coronary angiography was subsequently performed, then acute thrombosis, located in the promus stent, was diagnosed. Percutaneous intervention was performed, and the thrombus was aspirated. The lesion was then dilated with a 2.5x15 non-abbott coronary balloon dilatation catheter, and an intra-aortic balloon pump was inserted. Approximately two days later, the intra-aortic balloon pump was subsequently removed once patient was stable. The patient is reportedly stable with no patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - patient selection. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Return of the promus stent delivery system may have aided in the investigation and determination of cause. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the lesion was totally occluded, which may have contributed to the reported difficulties. Additional treatment was used to post dilate the stent. It should be noted the promus instructions for use (IFU) states: safety and effectiveness of the stent have not been established for subject populations with chronic total occlusions. It was reported that post procedure the patient experienced angina and thrombosis was located in the stent. Angina and thrombosis are known adverse events as listed in the promus IFU. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. A review of the lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to deploy. A conclusive cause for the reported difficulties could not be determined; however, there is no indication of a product quality deficiency.